Manufacturer narrative:
The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts have been made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient has a ¿smudge¿ in the central vision with the intraocular lens (iol). The surgeon is planning to explant the iol on (B)(6) 2022 and implant another johnson & johnson iol (different model, zcu). Through follow-up, it was learned that the iol was implanted in the right eye and the "smudge" is a visual disturbance the patient is experiencing, like a blob of grease. The lens looks clear. There is minimal capsular opacity. Optical coherence tomography (oct) of macula is normal. Bcca: -0.25 +0.75 x 95 20/25. The patient is unable to see the tv or computer and is having difficulty at work. An explant is planned for aug 22, 2022. Through additional follow-up, it was learned on aug 25, 2022 that the iol was explanted on aug 22, 2022. The surgeon used a 2.75 mm keratome for the explant surgery and used a 2.4 mm keratome for the first surgery. Another johnson & johnson iol was implanted as replacement (different model, zcu150, different diopter of +20.5). The second surgery did have a slightly larger incision. No other interventions were required. There were no complications or injury to the patient. The patient is doing well. The patient's uncorrected vision is 20/40 post operatively day two. The patient no longer sees the central smear. No further information was provided.